Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: incidental findings: analysis done by eurosets found a crack at the blood in venous inlet. Review of the submitted video confirmed a leak consistent with fiber breakage; however, a specific cause for the fiber breakage could not be conclusively determined through this evaluation. Visual inspection of the returned cmaek, serial number 20174758, revealed no obvious damage or abnormalities of the blood pump or oxygenator. The submitted video was reviewed, which confirmed a leak from the bottom of the oxygenator fibers; the leak was consistent with fiber damage. The production documentation for cmaek was reviewed and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Additional investigation of oxygenator leaking issues has been initiated by abbott and sent to eurosets (oxygenator supplier) through a supplier corrective action request. The relevant sections of the device history record (DHR) for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial number 20174758, were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the DHR for the centrimag (cm) blood pump (l08226-la7) also revealed no deviations from manufacturing or quality assurance specifications. The centrimag adult extracorporeal membrane oxygenation kit instructions for use (IFU) rev. C, is currently available. The IFU contains the following general warnings: -only trained personnel should use the circuit. -a backup circuit must be available immediately near the primary circuit during ECMO support. -do not use excessive or damaging force when handling the circuit. -component replacement should be prescribed by the physician based on risks and benefits to the patient. -if a circuit component is dropped and damaged, replace the component. Under the section titled ¿prime the circuit,¿ the IFU warns to monitor the circuit for leaks or other product anomalies. Replace the circuit if it does not operate as expected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during priming of the preconnected extracorporeal membrane oxygenation (ECMO), a leakage was noted from the oxygenator. ECMO kit consumables were removed from the centrimag console.